Event description:
The customer reported an error with their continuous glucose monitor, specifically cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, after which the error code did not reappear and the customer successfully started their sensor session.